Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, attachment and detachment of a telescope is not feasible due to coupler locking pan being missing. The cause of the missing coupler locking pan could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned a loaner camera head with no complaint. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coupler locking pin was missing, which resulted in not being able to attach or detach the telescope. The report is being submitted due to the defect found during evaluation.